Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and this right ventricular (rv) lead exhibited a high within range shock impedance at 125 ohms. Technical services (ts) recommended to continue monitoring. This rv lead remains in service. No adverse patient effects were reported. Additional information was received. The ICD and this rv lead exhibited high out of range shock impedance measurements. Ts discussed reprogramming options. No adverse patient effects were reported.